Event description:
The pt experienced pain and swelling at the neurostimulator site along with a fever. She also had a loss of therapeutic effect. It was noted this event followed some form of trauma (not specified) 2 weeks ago. Add'l symptoms also included pain in her bladder and trouble voiding. She had developed tremors in her upper extremities for which she is seeing a neurologist. She had an appointment with treating physician on (B)(6) 2011. Add'l info was requested.

Manufacturer narrative:
(B)(4).